Event description:
It was reported the patient presented for initial procedure. During implant, the physician attempt to implant the right ventricular lead but had difficulty extending the helix. Once the helix was deployed, the right ventricular lead exhibited a failure to sense and failure to capture. When the physician attempted to reposition the lead, the stylet was unable to be inserted and the patient had high veinous pressure. The physician elected to complete the procedure with a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture, failure to sense, unable to insert stylet, and difficulty extending helix were confirmed. A complete lead was returned in two pieces for analysis. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedure damage. Electrical testing performed found an internal short between the conductors due to the inner coil over torqued. The stylet could not be inserted due to the as received condition of the inner coil. After cleaning and by applying toque directly to the inner coil, the helix could be retracted and extended. The cause of the reported events was isolated to the inner coil over torqued in the connector region and the helix being clogged with blood/tissue.